Manufacturer narrative:
MFR ref# (B)(4). Received two 5.5mm short secondary ports for evaluation.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laparoscopic prostatectomy procedure, the trocar broke apart with pieces falling into the cavity of the patient. Believe that all pieces have been retrieved from the patient. No patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The locking tabs are broken completely off of one of the devices while the other is intact. The trocars were received and intact. The circular and envelope seals are intact. Both devices passed an air leak test. The cutting trocars functioned properly and were able to cut the media. The intact device functioned properly with the tabs able to be deployed and retracted with ease. The broken device was able to be twisted but no tabs remained attached to the device. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.